Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. Similar product (510k#) sold in the us.

Event description:
The customer reports that the catheter was in place for two weeks. The catheter was removed and blood was flowing back through the catheter. The user removed the catheter to find there was blood drawn in the extension line. No additional intervention needed.

Manufacturer narrative:
(B)(4). The customer returned one four-lumen cvc catheter. A visual exam was performed and no defects were observed. A lab syringe was used to pass water through all four lumens on the catheter. No leaking or signs of inter lumen crossover were identified. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of blood back flowing into the catheter could not be confirmed during the sample investigation. Visual and functional inspections were performed on the returned catheter and no issues were found.

Event description:
The customer reports that the catheter was in place for two weeks. The catheter was removed and blood was flowing back through the catheter. The user removed the catheter to find there was blood drawn in the extension line. No additional intervention needed.